Manufacturer narrative:
(B)(4). A field service specialist visited customer site to inspect the unit for the report of system freezing while trying to prime and tune handpiece. Fss immediately noticed that the touchscreen was not very responsive and hard to input commands or get system to respond to buttons on the touchscreen as the touchscreen was dirty. Fss cleaned touchscreen with moist towel and calibrated touchscreen. Touchscreen was found functioning normal. Fss instructed technicians that this should be performed when it becomes hard to input commands. Fss successfully completed field service checklist for the signature system and the unit met amo specifications. Per field service specialist, the system did not freeze up while he was onsite. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the phacoemulsification system locked up during start up / system freezing while trying to prime and tune handpiece. No patient involvement was reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system was conducted. Results showed no deviations and the device was documented as meeting all required specifications. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.